Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon partially loaded a micl13.2 implantable collamer lens, -7.5 diopter, in the cartridge and decided to go with the backup lens. It was reported that the doctor inspected the lens under a microscope and did not like how it looked, possible flaw in the lens. No patient contact.